Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The unit stopped operating temporarily. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported phenomenon was unable to be confirmed. An error code was found in the ventilator's downloaded error log. The device's main board was replaced to resolve the issue. Overall checking, cleaning, and a functional test were performed.